Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. A 3.00x38mm synergy stent was advanced but failed to cross. The device was again advanced with a non-bsc support catheter but the device still could not cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on proximal stent rows 1-2 were damaged with stent struts lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. A 3.00x38mm synergy¿ stent was advanced but failed to cross. The device was again advanced with a non-bsc support catheter but the device still could not cross the lesion. The device was removed and it was noted that the stent struts were deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was good.